Event description:
The customer reported a leak from an unknown location inside the lh 500 hematology analyzer. The customer stated that less than one (1) milliliter of fluid leaked and was not contained within the instrument. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a loose bsv knob which caused the leak. The fse proceeded to tighten the bsv knob to resolve the issue and verified the repair as per established procedures. The fse did not observe any further leaks. (B)(4).